Event description:
During a coronary deflation and stenting drug eluting treatment procedure, withdrawal difficulties occurred. The ostial lesion in the right coronary artery (rca) was predilated with an unk size balloon. The physician deployed the taxus express2 2.75x12 mm drug eluting stent. While removing the stent delivery system, the balloon would not deflate. The physician pulled the inflated balloon out with more force than usual. Once out of the body, the balloon was still somewhat inflated stent remained in position. Pt condition is reported as "ok". No pt complications were reported.